Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm related to a failure of the oxygen blending module. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm related to a failure of the oxygen blending module. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. The device failed a test step during testing. The device¿s blower was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm related to a failure of the oxygen blending module. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.